Event description:
It was reported that the pump's usb port was loose. There was no reported impact on the customer¿s blood glucose level. No follow-up actions were taken as the customer declined further contact.